Manufacturer narrative:
Stretcher located in bed shop. Staff alleged that the head hydraulic cylinder will drift down over night. Repair not yet complete.

Event description:
Staff alleged that the head hydraulic cylinder will drift down over night. No injury reported.